Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two unspecified mentor saline breast implants and suffered left-sided breast pain, radiating to her neck and back. In addition, the patient reports unspecified complications that she attributes to her breast implants. She has attended at least one consultation at this time, and plans to attend more, but no diagnosis was provided. At this time, mentor has received no information regarding explantation or a possible explantation date. Multiple follow-ups were performed, but no additional information has been provided. If more information is received in the future, a supplemental report will be submitted. This report is for the left prosthesis.